Event description:
Shortly after the placement of trial leads, the pt was hospitalized with an epidural hematoma. The hematoma was surgically removed. The pt has since been released from the hospital and is reportedly doing well.

Manufacturer narrative:
The explanted products were discarded by the surgical ctr and will not be returned for evaluation. The pt's hematoma has reportedly cleared. This is the final report.